Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that the device should be on the recall list because in the four months since it was implanted the patient's health took a downward spiral and the patient passed away. The spouse reported that the patient had suffered from a small heart attack in (B)(6) 2018 and was in the hospital for 5 weeks. The patient had congestive heart failure and while in the hospital about 100 lbs of fluid was removed. The patient was also noted to have a liver that was shutting down. The funeral home was contacted and reported the cause of death to be chronic ischemic systolic congestive heart failure with secondary cause of coronary artery disease.